Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported error 23118 on the system¿s universal surgical manipulator (usm) 1, upon system power up. The fse replaced the usm arm to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed/replicated the reported issue. The usm was tested on an in-house system and it failed normal mode as it triggered error 23118. When fa inspected the insertion axis, traces of contamination was found on the tip of flat flex cable (ffc) and terminals of the chipencoder virtual absolute (cva) printed circuit assembly (pca). The insertion, ffc, and cva pca were then replaced by golden units. When the arm was tested again on the system, error 23118 did not come back. The system logged an error 23118 also. When the unit was tested on a patient side cart fixture test platform (pftp), with gold units, it passed the direction test, carriage switches, carriage strength, sine cycle, carriage sensors check, brake release, brake hold and advanced brake test.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, repeated recoverable fault, error 23118, occurred on the system¿s universal surgical manipulator (usm) 1. The onsite logs confirmed error 23118, on the usm 1. The site power-cycled the system with no change to the issue. Prior to calling an intuitive surgical, inc. (Isi) technical support engineer (tse), the site disabled the usm 1 to continue with the procedure. Not all troubleshooting steps were completed. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.